Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The physician attempted to advance a taxus liberte' atom 2.25x8mm to the lesion site but was unsuccessful. Upon removal of the stent delivery system (sds) outside the pt, it was noticed that one of the stent struts was flared in the mid portion of the un-deployed stent. The procedure was completed with a taxus liberte' atom 2.25x12mm and no pt complications were reported. The pt's status was reported as "fine".

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The physician attempted to advance a taxus liberte' atom 2.25x8mm to the lesion site but was unsuccessful. Upon removal of the stent delivery system (sds) outside the patient, it was noticed that one of the stent struts was flared in the mid portion of the un-deployed stent. The procedure was completed with a taxus liberte' atom 2.25x12mm and no patient complications were reported. The patient status was reported as "fine". It was further reported the lesion was located in the mid lad with heavy calcification. Stenosis was observed to be focal 95%. The lesion was not pre-dilated. It was noted the maverick balloon used in the case was only used as support to advance the guidewire and not for pre-dilatation.